Manufacturer narrative:
Product was implanted and explanted during same procedure. Cannot be determined without a part and lot number. Investigation cannot be completed, no conclusion can be drawn. Device history record cannot be reviewed without a part and lot number of device.

Event description:
Surgeon reported to the consultant: during a procedure, surgeon started to insert a screw into the ti vectra-t plate 4 level and the screw went through the hole in the plate dis-lodging the plate hole clip. Surgeon removed the screw, selected another plate and completed the procedure. There was no effect to the pt.